Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. After successful ablation of the first pulmonary vein and while the catheter was in the left atrium, the catheter could no longer be fully undeployed. The smallest configuration achievable was a basket shaped configuration that was slightly smaller than the normal basket deployment. Upon recognizing the issue, the physician elected to continue the procedure using the catheter in the available configurations. The physician navigated between pulmonary veins in the left atrium using the flower configuration and completed ablation of the remaining veins without further deployment difficulties. Following completion of the final vein ablation, the physician again attempted to undeploy the catheter; however, the catheter could only be reduced to the basket configuration. The physician then advanced the catheter into the sheath. Although resistance was noted during retraction, the catheter was successfully inserted into the sheath and removed from the patient. Upon removal, the catheter appeared further damaged, likely due to the force required for retrieval, and could no longer be deployed. No tissue was observed on the catheter tip or guidewire. The procedure was completed using this device. No patient complications occurred.